Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the user experienced resistance when filling a cartridge with 150 units. Reportedly, the contact heard or felt (contact could not remember which) a "pop". The contact loaded a new cartridge. There was no impact to the user's blood glucose level.